Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the event was attempted to be duplicated but the programmer started without any failures. There were several errors noted in the software update log. It was also noted that the paper drawer was cracked. (B)(4).

Event description:
It was reported that during startup the programmer displayed an error message that there was a serious software error. After this the programmer could not be used. The programmer was returned for servicing. There was no patient involvement.